Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Device passed all functional tests and bench test.

Event description:
It was reported that the external pulse generator displayed an error message indicating a self-test failure. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.